Event description:
Customer reported that a patient underwent a ventral hernia repair in 2008 with mesh implant. The patient presented with adhesion and bowel obstruction at an unspecified time following the procedure. The patient was returned to surgery for repair, adhesions lysed and a length of small bowel was excised seven months later. The patient's condition has deteriorated to include renal failure and respiratory distress.

Manufacturer narrative:
Other: adhesions - should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.